Event description:
The user attempted to advance the stent over a wire guide using the straightener but failed due to a kink in pigtail part. It was replaced with another zebd-7-4(lot unknown) to complete the procedure. This stent was placed with a 0.025¿ wire guide.(user error).

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. Device evaluation: 1 x zebd-7-4 of unknown lot was not returned for cirl evaluation. This file deals with user error due to an incompatible wireguide used on the second device. This file is related (B)(4) which deals with the kinking of the pigtail on the initial device. Document review: prior to distribution all zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zebd-7-4 device could not be completed as the lot number is unknown. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user attempted to advance the stent over a wire guide using the straightener but failed due to a kink in pigtail part. It was replaced with another zebd-7-4 (lot unknown) to complete the procedure. This stent was placed with a 0.025¿ wire guide. (User error).